Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case display window corner and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The blood glucose was unknown. The customer stated that there was a crack in the corner of insulin pump's screen but its been like that for 2 years. The device will be returned for the analysis.